Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on this right ventricular (rv) lead. High capture thresholds and low amplitude were observed as well. It was noted that the patient was also implanted with a non boston scientific cardiac contractility modulation (ccm) device. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on this right ventricular (rv) lead. High capture thresholds and low amplitude were observed as well. It was noted that the patient was also implanted with a non boston scientific cardiac contractility modulation (ccm) device. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that during a ventricular episode this patient experienced, crosstalk oversensing was observed on this rv lead as well as functional loss of capture (loc). The device delivered anti-tachycardia pacing (atp) which successfully converted the rhythm. No adverse patient effects were reported. At this time, this device system remains in service.